Event description:
It was reported that during the atrial fibrillation ablation procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that air ingress (micro bubbles) was noted during aspiration after the sheath was across the left atrium. Only the farawave nav catheter had been inside the sheath. Pressure bag was used for irrigation. Bubbles were seen in the aspiration syringe. The guidewire was flush with the tip during insertion. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The device is not expected to be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.